Event description:
The pt underwent an umbilical hernia repair. Pt presented at 2 days post operative complaining of pain and redness at the surgical site. Surgeon explored the site and did not identify any abnormalities. A surgical drain was placed. Pt's wound was explored twice more and the sutures were removed.